Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30551. It was reported that patient experienced ineffective therapy due to original placement of leads. Reprogramming did not resolve the issue. Surgery occurred during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.